Manufacturer narrative:
(B)(4). Batch # t92418. The initial 3500a report and subsequent supplemental follow up reports were submitted under manufacturing report number 2210968-2019-79786. The initial report was submitted on march 28, 2019 and supplemental reports were submitted on april 2, 2019 and on may 7, 2019. These reports were submitted under the incorrect manufacturing number. This report is a compilation of the reports submitted under report number 2210968-2019-79786, which is being voided. Additional information received: surgeon is current user of competitor device, ligasure maryland, but also uses enseal large jaw device on open procedures. On 4/9/2019, the sales rep reported that the patient had expired. Date of death was unknown. On 4/18/2019, the sales rep reported that he had a chance to speak with the surgeon. He indicated he was present for the procedure and that the surgeon double sealed all the major vessels. He had some oozing on one of the colic vessels and he would touch up with the device (cycle once, cycle twice). He indicated the surgeon was comfortable at the end of the case that they had good hemostasis. Also discussed gen log review and the fact that it was identified that many of the activation cycles were very short and incomplete. The rep did state that the surgeon did complete all cycles on all vessels; however, short incomplete activation cycles were intentional at times and used to complete spot coagulation where oozing was identified in mesentery. On 5/2/2019, the ethicon risk manager spoke to risk manager at (B)(6) medical center. The risk manager at (B)(6) medical center said she was not familiar with the event. She indicated that without patient information, she was unable to locate any information. Ethicon risk manager explained that we would be speaking with the surgeon and if we needed further information, the ethicon risk manager would contact the risk manager at (B)(6) medical center again once that occurs. On 5/22/2019, the ethicon risk manager spoke with (B)(6) in risk management who had the operative notes for this patient. The patient was a 60 year old male undergoing removal of polyps. Preoperative diagnosis was unresectable transverse colon polyps. The following portions of the operative note were read ¿once this was completed, the mid transverse colon was isolated as well and the mid colic vessels were isolated by taking down the peritoneum and isolating the individual vessels and then taking down with the enseal device. Once this was completed, there was noted to be a small amount of oozing blood into the abdominal cavity but nothing of substance or concern.¿ later in the procedure, after the specimen was withdrawn through the abdominal cavity, there was noted to be ¿more blood in the field than was expected.¿ attempts were made to visualize through the fascial opening and the procedure was converted to open to get better visualization. It was ¿evident that the middle colic was open and bleeding from the site, control was obtained and multiple silk sutures were placed and the 45mm stapler with a white reload was used across the vein.¿ when they were ready to close the fascia, they identified more bleeding, now from the ileocolic vein. This was oversewn with 2-0 vicryl. The abdomen was irrigated and clear with no evidence of frank blood and the procedure was completed. On post op day 1, it was noted patient had increased peak airway pressures and abdominal compartment syndrome. At the time the midline abdominal incision was opened, there was relief of the peak airway pressures and some spillage of fluid. The bowel was inspected and noted a portion of the small intestine was severely ischemic. 200 cms of bowel was viable, the non viable portion (200 -250 cms) was resected up to the previous anastomosis and was sent to pathology. The abdomen was washed out and the bowel was purposely left discontinuity with the intent of reevaluating in 48 hours. The reanastomosis was carried out on (B)(6) and a drain was placed which started draining purulent material overnight on (B)(6). The patient was placed in a hospice unit and the discharge diagnosis was acute renal failure, acute liver failure, bowel ischemia, anemia and leukocytosis. He also suffered a right hand infection where debridement and fasciotomy was performed. Unfortunately, the patient expired on the 25th there was no specific cause of death as no autopsy was performed. Investigation summary: the instrument was received with the shaft of the instrument slightly bent and with body fluids. In relationship to hemostasis, the instrument was connected to a gen11 and tested on test media. The device functioned as expected, achieving an end tone. The knife was advanced and performed as expected. The gap was checked and found to be conforming. The device tip force was checked and found to be conforming. In relationship to hemostasis and tissue effect issues, the device met design criteria. In addition, the device was noted as having a bent shaft. The bent shaft did not impact the function of the jaws, knife, or hemostasis. There were body fluids in the device indicating the device was used. There were signs of body fluid in the handle of the device. The signs of body fluid in the device did not effect the function of the device as the device was able to function when tested on the test media while using the gen11 generator. There were no anomalies noted with the rotation of the device as received. In addition to the device evaluation, a generator log was received and the following are the results of the evaluation of the gen11 log report. Device 19017-0513 from batch t92418 was used on gen11 serial number (B)(4). The device was not used on any other generators. There were no associated event codes in the eprom and gen11 log. The total activation time was 985 seconds. There were 240 activation. Twenty-seven activation did not reach the cycle complete end tone before the activation button was released; these are referred to as incomplete cycles. Of the 27 incomplete activations, 16 were less than 1 second. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported by the sales rep that during a laparoscopic right colectomy for unresectable polyp, for which patient had no preop chemo or radiation, the surgeon was using the enseal device to transect tissue and vessels. A third of the way through to midway through the procedure the shaft of the instrument was slightly bent with normal manipulation of instrument, however it seemed to be working fine. The device bent when the resident was using it about 5 minutes. Then it was difficult to rotate and had resistance. The jaw was in the open position when they tried to rotate. The resident tried to rotate device in the trocar then also tried to rotate when device was out of the abdomen and in the air. The knob was up against the trocar. The bend kept it from rotating per the resident. It was reported that the patient was a large male with a good-sized abdomen, so shaft of device was all the way in the patient, ¿maxed out¿ and the mesentery had a lot of internal fat. It was also reported that bend in device was towards the rotation knob (since device was all the way in). The device was removed when it was found that shaft of device was bent. The surgeon then straightened the device shaft as this was the only lap x1 that the sales rep had available. Surgeon tested the device that he straightened, and it indicated sealing. As the case progressed, there was considerable sticking of the tissue to the instrument. The end effectors were cleaned several times with a wet lap pad. Tissue effect issues were seen around the jaws of the device. The doctor continued to use the enseal device to transect tissue and vessels. Surgeon¿s technique when sealing the vessels was dissect out the vessel, clamp the vessel, cycle the x1 until the end tone was received, cycle the energy again until the end tone was received, then use the cut button to transect. Surgeon always waited for final end tone and cycled twice surgeon doubled-sealed ileocolic and the ileocolic was taken first before the device bent. Initial seals were intact. They continued to work until they got oozing from the mesentery. Then they took the middle colic vessel, got bleeding from one of the branches, double sealed, and dissected. They had trouble sealing as there was oozing so they used a clip applier. Then the original middle colic opened, about 100 ccs of blood loss, and doctor sealed off with lap x1. When they cleared the blood out, it was sealed. After transection was completed the surgeon made a mid-line incision at the umbilicus to extracaporalize the colon. They freed up more mesentery, then when going to extracorporealize the colon through a 4¿ incision at umbilicus, they experienced a lot of bleeding and used approximately 10 lap sponges and suction to try to locate the bleeding. There was significant bleeding that was determined to be from the previously sealed right colic vessel. The middle colic was opened and was bleeding, so incision was extended. Stapled off vessel and at that point finished the anastomosis. The irrigation was red, so extended incision to subxiphoid and the ileocolic was found to be bleeding, so tied ileocolic off. He hand tied that bundle of vessel. He then found another bleeder that was a branch of the colic vessel which had been sealed, but was now bleeding. Colic vessels that opened were approximately 5-6 cm. The patient lost 3200 cc of blood and required a transfusion of four units of blood.